Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed using a non-medtronic balloon. During balloon inflation, the balloon moved and became mispositioned. Upon fixing the balloon, it did not inflate. Subsequently, the valve and delivery catheter system (dcs) were inserted into the right femoral access site via an introducer sheath and advanced to the annulus. Deployment was attempted twice, but the depth was too deep with each attempt and the valve was recaptured. It was noted that the dcs was deployed along the lesser curvature side. Subsequently, the patient's heart rate increased from 100 beats per minute (bpm) to 150 bpm and the valve was deployed. The patient then developed complete atrio-ventricular block. A permanent pacemaker was implanted the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.